Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative on (B)(4) 2017 regarding a patient receiving morphine (10mg/ml at 0.9mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump ran dry in (B)(6) 2016 and was not in service. For the past month (relative to the date of report), the patient had been hearing an alarm. Interrogation was performed on (B)(6) 2017 by the patient's new pain management hcp and the low reservoir alarm was confirmed to have occurred on (B)(6) 2016. The empty reservoir alarm occurred on (B)(6) 2016. The hcp did not know why the pump ran dry. It was stated that there were notes documented that the pump was to be explanted, but the patient did not know anything about that. The patient was reportedly on oral morphine, and did not experience withdrawal symptoms. No actions/interventions were planned at the time of report, and the issue was considered unresolved. It was confirmed that no surgical intervention had occurred, and it was unknown if surgery was planned. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. The patient's status was alive - no injury and no further complications were reported or anticipated.